Event description:
It was reported that during an unspecified surgery it was noted that the catheter was fractured. The pt experienced increased pain. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.